Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
A getinge field service representative (fsr) determined that there was no helium leak. The fsr did find that lithium-ion backup batteries were not charging while unit was plugged into ac power. The fsr re-seated power management board, which corrected the issue. Performed functional check and safety test. Unit is cleared for clinical use.